Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year six months post filter deployment, the patient presented to the emergency department (ed) with complaint of abdominal pain in the area of the filter. A CT of the abdomen and pelvis demonstrated the filter present, the position of which appeared similar compared to previous abdominal radiographs. The filter was successfully removed that same day. There was no alleged deficiency with the filter in the provided medical records. The relationship between the filter and the experienced pain is unknown based on the provided medical records. Therefore, the investigation is inconclusive for any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: possible complications include, but are not limited to, the following: pain.

Event description:
It was reported through the litigation process that a vena cava filter was implanted after a diagnosis of deep vein thrombosis/pulmonary embolism. Some time post filter implant, a physician allegedly indicated that the filter was the cause of the patient¿s abdominal pain and suggested removal of the filter. The filter was removed percutaneously.